Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was implanted but the device detections were not enabled by the device clinician. The patient's device having never been enabled did not sound a tone for not having ventricular fibrillation (vf) detection enabled. The patient subsequently had a ventricular tachycardia (vt) episode. The device did not detect the arrhythmia (detections were off). The patient had to be rescued externally. The device detections were enabled and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).